Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? How many times was the device fired prior to event? What was the approximate width of compressed vessel? Can it be confirmed the entire width of compressed vessel was proximal to cut line on device? Can it be confirmed that there was no extraneous tissue with jaws distal to cut line during firing? Where was the hole in the vein located? Were any staples seen in the vessel? If so, please describe shape. Is it known how many units were given? Please explain hospital blood transfusion protocol. Additional information received: more surgeons believe that the stapler was the cause of the death. They are doing a peer review soon and then a decision will be made in terms of cause. The patient exceeded the amount of blood transfusion available per hospital protocol. Unknown how many units.

Event description:
It was reported that during a liver lobectomy and right hepatectomy procedure on the last firing of the device on the hepatic vein, after unclamping and removal of the device there was a large hole in the vein which required a massive transfusion beyond hospital protocol. The patient bled out and is deceased.

Manufacturer narrative:
(B)(4). Batch number ==> p55j7e. Investigation summary ==> the analysis found that one pve35a device was returned with no apparent damage and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.